Event description:
The customer called to report that he was experiencing high blood glucose levels. During the call, the customer accidently changed the language on the insulin pump, then the screen froze. The customer was unable to get the insulin pump to function due to the frozen screen, and requested a replacement insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed.